Manufacturer narrative:
The available information suggests this device remains in service.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) due to tachy mode being set to other than monitor+therapy. The local are sales representative was contacted for additional information. It was discovered the device had been inadvertently programmed to other than monitor+therapy at a routine follow-up. The patient was brought back into clinic and the device was programmed back to monitor+therapy. No adverse patient effects were reported.